Event description:
When disconnecting patient, a large air bubble was noted around the arterial sample port (for lab collection) on bloodlines. This is the second time a tech has noted a similar issue with lines in the last week. Patient rinsed back without incident.